Manufacturer narrative:
Investigation summary: no sample was received. No photo was provided. Therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. There was no documentation for this type of defect during the entire production run of this batch. This is the 1st complaint for lot # 8082847 for this type of defect or symptom. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd posiflush¿ syringe plunger was found broken before use. The following information was provided by the initial reporter: "before use, customer complaint 1ea flush plunger rod movement easily."